Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The distributor reported on behalf of the user facility the following incident: the physician implanted the osv ii shunt properly in 2006, into a male patient. The csf would not drain from the ventricular catheter to the peritoneum catheter well. The physician assumed that the problem was due to the valve. The physician changed the valve with a d-p valve. The result was reportedly good. According to information obtained by the distributor, the valve was not tested by the user facility prior to or after the procedure.